Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional contact information: evermedical co., ltd, taiwan lucy wu products dept. Specialist reporter email - productsspecialist04@evermedical.com.tw reporter phone number - (B)(6).

Event description:
The event involved a 22 cm (8.5") ext set w/0.2 micron filter, clamp, rotating luer where the customer reported that the device leaked caustic agent (unspecified chemotherapy) during priming. The customer reported: "everything is normal during priming. When the sample connected to the chemo, leaked from the luer (connect to set)." There was no concomitant device, no bleed-back, and the device was not reprocessed/resterilized. There was no patient involvement, no adverse event/patient harm and no delay in critical therapy.